Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the tka surgery performed on (B)(6) 2017, the following event occurred. The surgeon attached the impaction handle to the fb tibial impactor (part#: 254401003, lot#: au3357846). Then, the fb tibial impactor got broken when he tried to impact it with a hammer. He dealt with this event by replacing the broken tibial impactor with a femoral impactor. The surgeon washed away the affected area to ensure that no broken parts were left in the body, however, he could not guarantee if all broken parts were gone. There was no adverse consequence to the patient.